Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was al complaint of the patient controlled analgesia pump incorrectly detecting the syringe volume. A syringe containing 30ml of morphine was inserted into the pump, however the pump register 31.5ml there was patient involvement but no harm.